Manufacturer narrative:
Samples are collected in a 2ml bd vacutainer, stored at room temperature and analyzed one to two hours after collection. Quality controls (qc) are run once daily in the morning. The instrument was performing within qc specifications with respect to controls (accuracy). A field service engineer (fse) was on site to evaluate the instrument. The fse replaced multiple hardware components. The problem has not been resolved.

Event description:
A customer reported obtaining erroneous mean cell volume (mcv) results on their unicel dxh 800 coulter cellular analysis system without instrument generated flags on patient samples when rerun 5 minutes or more after the initial run. The parameters, hematocrit (hct) and mean cell hemoglobin concentration (mchc), calculated using mcv were also impacted. One example is provided. One example is provided. When the sample was rerun 4 minutes after the initial run, the variance between the two runs is 0.6 fl. At 28 minutes after the initial run, the mcv was 4.1 fl higher than the initial value. The initial result is considered correct. The erroneous results were not reported out of the laboratory. No change to patient treatment was reported.